Event description:
A distributor reported on behalf of a healthcare facility that the tubing of an opt944 optiflow + adult nasal cannula was found damaged before patient use. The subject device was replaced. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4) [corrected data: a1,b5,d9,e1,g2,g3,g6,h2,h6,h10] [h10: a duplicate initial report was submitted under MDR 9611451-2024-00872]. Please refer to MDR 9611451-2024-00872.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in china reported that the tubing of an opt944 optiflow + adult nasal cannula was found damaged during patient use. The subject device was replaced. There was no reported patient consequence.